Manufacturer narrative:
(B)(4). Reaction. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 to repair a two centimeter umbilical hernia. During the procedure, mesh was implanted. On (B)(6) 2011, the patient experienced inflammation, pain, and fever. A second procedure was completed to remove the mesh. The event resolved after removal of the mesh.